Event description:
The facility stated that the aa4203tl toric silicone lens ripped with injection. No pt injury. Ocucoat and bss were used to lubricate. Staar metal injector was used. The cartridge model, aq cartridge fp, lot numbers were not specified by the facility. The user facility has not been forthcoming with additional information.